Event description:
The vent circuit/bvm connector at the top of the endotracheal tube is easily dislodged from the ett itself. Another ett is having to be used or the top of the ett has to be cut in order to keep the connector from coming out of the tube. The respiratory department has reported four that they have encountered in the last month or so. They have all occurred with the 8.0mm tubes however none of the tubes or packing was retained.